Event description:
Customer reported receiving a high glucose reading from his freestyle freedom meter and self-administered with insulin accordingly. As a result, customer reported experiencing symptoms of hypoglycemia and loss of consciousness. Customer reported drinking juice and eating food to counteract his symptoms. There was no report of third party medical intervention, death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.